Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the broken tri-drive modular handle reported in case-2022-00006554 may have been due to numerous surgical uses and subsequent sterilization cycles, which resulted in the dowel pin disassociating from the assembly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during the case, the surgeon was drilling, and a pin fell out of the drill and onto the floor. No parts or pieces fell into the patient wound site. The event did not effect the surgical outcome. Product is available for return.